Manufacturer narrative:
Any add'l info will be submitted within 30 days of receipt. This is one of two products being reported for the same event. Please reference mfg reports #: 1058196-2006-00087.

Event description:
This female pt who had previous coiling of the right periophthalmic aneurysm was undergoing coil embolization within a left anterior carotid ophthalmic non ruptured aneurysm in 2005. Two 5x5, one 2x6 and two 2x2 coils were placed. One 4x7 could not be placed in the aneurysm adequately and it was subsequently removed and discarded. With this process, the microcatheter (mc) again herniated out of the neck of the aneurysm. The transcend guidewire was again used to stabilize the mc inside the aneurysm and in doing so, however, it was noted under fluoro that the tip of the wire was medial to the dome of the aneurysm. An angiogram was done, but no evidence of a leak was identified. The mc again was deposited in the aneurysm, and a coil advanced into the aneurysm, but it was noted that a portion of the coil was medial to the aneurismal dome . An angiogram demostrated evidence of extravasation from aneurismal dome into thte subarachnoid space. The mc which had been again displaced into the parent vessel was advanced into the aneurysm and apparently immediately through the rent. Two orbit coils were rapidly placed in the subarachnoid space adjacent to the aneurysm dome. Attempt was made to place a third coil partially through the rent and partially in the aneurysm, that being a 2x6 orbit coil, the initial portion of the coil was placed as designed. The final 2 cm could not be adequately positioned in the aneurysm. This coil was removed and discarded. The remainder of the process was completed by placement of two 2x2 mini-complex coils in the aneurysm. At the completion of this process, another angiogram was done and demonstrated no evidence of extravasation. Except for a very small portion of the neck, the aneurysm is coiled. There was excellent flow into the intracranial circulation through this area. Post procedure her blood pressure became more elevated and she was treated medically.